Event description:
A malfunction alarm occurred with the customer's pump, but there was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer will use a backup insulin pump for insulin therapy until the replacement arrives.